Manufacturer narrative:
(B)(4). The customer returned one unit of (B)(4) auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. No obvious signs of exterior damage were noted. Blood can be seen on the interior of the jaws. No other defects or anomalies were observed. A functional inspection was performed by attempting to engage the trigger. Using hand pressure, the trigger was engaged to load a clip. A ratchet sound could be heard indicating that the internal ratchet ears are intact. Upon engagement of the trigger, one clip loaded into the jaws and was able to close and release with no problem. A second attempt to engage the trigger was made. However, the bottom jaw would not grab the bosses of the clip. Only the top jaw would grab the clip. With the trigger fully engaged, the clip is unable to properly close as both sides of the clips are not locked into the jaws. A third attempt was made with the same results. The unit was disassembled to check for any assembly issues. All parts are correctly assembled. The jog and jaw spring were both in their proper places. Using hand pressure, the top jaw was moved. The top jaw is able to move freely. The same motion was repeated on the bottom jaw. However, the bottom jaw does not move smoothly. There is friction on the bottom jaw that other remarks: prevents the jaw from opening and closing fully. The remaining clips in the cartridge were all attempted to load with the same results. The clips would not load into the both sides of the jaws. A corrective action is not required at this time as the source of the friction on the jaws is undetermined. The sample was received with 8 clips remaining in the applier indicating that the end user fired 7. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. The reported complaint of clips not loading into the applier was confirmed based upon the sample received. The applier was unable to properly load, close, and release clips as a result of friction between the bottom jaw and the channel. However, no errors in assembly or visible anomalies could be found. The sample was received with 7 clips remaining in the applier indicating that the end user fired 8. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the auto endo5 with no evidence to suggest a manufacturing related cause. It is unknown how the applier was handled during use. The potential cause of the clip not loading properly could not be determined based upon the information provided and the sample received.

Manufacturer narrative:
(B)(4). The device has been returned but the investigation report has not been submitted at this time. The device history review for the product auto endo5 ml, lot #73c1600173 investigation did not show issues related to complaint. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: the device would not fully load into the upper boss and clips fell out of the device. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Correction: device name and identification.